Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown. Lot number was not reported; however, a potential lot number was provided. The information for that number is as follows: medical device lot #: 2097769. Medical device expiration date: 30-apr-2027. Device manufacture date: 07-apr-2022.

Event description:
It was reported that the bd safetyglide insulin syringe experienced scale marking issues. The following information was provided by the initial reporter: it was reported by the customer via phone that an insulin syringe had faulty printing on it. This syringe was missing the first 2 markings on it.

Event description:
No additional information.

Manufacturer narrative:
(B)(4) ¿ follow up MDR for device evaluation. A sample was received and tested by our quality team. The syringe clearly lacked the labeling normally printed and the complaint was verified. Without further information like the lot number of set, the root cause of this failure remains unknown. Due to the batch being unknown, no DHR review can be completed. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement. H3 other text : see h10 manufacture narrative.